Manufacturer narrative:
(B)(4). Considering the surgical methodology, it was seen thatthe dentist has used sequence of drills different than the onerecommended for the implant installation. The investigation of thecomplaint was carried out considering the analysis of the informationgiven by the dentist in the guarantee form, visual conference of theproduct returned by the dentist and the evaluation of relevantproduction records.

Event description:
(B)(4)¿ the dentist reported that 10 months and 14 days after the dental implant was installed in intraoral region 19#, its loss of osseointegration was observed. Moreover, immediate implant was performed, immediate load procedure was done and bone graft was placed.